Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no non conformance recorded in the lot history which would be considered related to the reported event. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the clear tubing was missing on the tip of the blower mister with IV sets. A replacement device was used to complete the procedure. The hosp did not report any pt effects.